Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in 2008, in his right eye (od). The pt has since experienced loss of vision due to the development of a cataract. The pt has had some corneal edema. The lens remains implanted. The surgeon reported he was not aware of the development of a cataract and at the pt's post-operative visit two months later, the pt's best-corrected visual acuity was 20/16. The surgeon stated he will follow-up with the pt. If additional info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaint was found within the work order.

Event description:
Additional information received -the surgeon reported he saw the patient on (B)(6) 2009 and the pt did not have cataracts in either eye, the crystalline lens was pristine. The patient is doing very well and is happy with the implants and the ucva in both eyes is 20/15. The surgeon stated he felt the patient may have been confused by the questions on the form, that is the only explanation he had.

Event description:
Additional information received - patient reported right eye is no longer 20/20.